Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had low flow alarms on 08mar2024, 09mar2024, and 10mar2024 and was seen in clinic. The patient was asymptomatic. In the clinic, the patient was normotensive with a mean arterial pressure of 82 millimeters of mercury (mmhg) and did not appear to be dehydrated. Stacked pulsatility index (pi) events were noted in their history. Log files captured pi events that occurred from 10mar2024 at 23:11:30 to 11mar2024 at 8:25:14. The event log file had been overwritten so the low flow alarms on the dates mentioned were not captured, but the recorded estimated flow values during that time was 4.1-5.8 liters per minute (lpm). A computed tomography angiography (cta) revealed a thrombus in the outflow graft with moderate luminal narrowing. The patient required outflow graft percutaneous coronary intervention and was discharged home in stable condition with resolution of low flow alarms.

Event description:
It was additionally reported that the patient has not had any further low flow alarms since discharge. They continue to stay on acetylsalicylic acid (aspirin) and warfarin (coumadin).

Manufacturer narrative:
Section d1: brand name has been corrected. Section d4: UDI has been corrected. Section d4: catalog number has been corrected. Manufacturer's investigation conclusion: the report of outflow graft thrombosis could not be confirmed through the evaluation of the submitted images. Additionally, review of the submitted log files confirmed pulsatility index (pi) events; however, no low flow alarms were observed. A specific cause for the low flow alarms, as well as a direct correlation to the reported outflow graft thrombus could not be determined through this evaluation. Interrogation of the device also revealed that the patient had stacked pi events in their history. The controller event log file contained events from 10mar2024 through 11mar2024. Several pulsatility index (pi) events were captured throughout the file, which would have overwritten older events in the log file, per design. No other notable events or alarms were captured, and the pump appeared to function as intended at the set speed. The patient remains ongoing on hm3 lvas, serial number (B)(6), and no further events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, rev. C, and the heartmate 3 patient handbook, rev. D, are currently available. Section 1 of the IFU lists pump thrombosis as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. This section also provides an explanation of pump parameters, including pump flow and pulsatility index. Section 4 of the IFU describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 4 also explains that changes in patient condition can result in low flow. This section also states that the system controller can store 256 events. When the memory is full, the oldest events are deleted as new ones are saved. Section 4 further explains that pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events may be initiated for reasons other than true pi events, including sudden changes in the patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. Section 6 of the IFU, under ¿anticoagulation¿, provides information regarding the recommended anticoagulation regimen, including inr range, as well as suggested anticoagulation modifications. Section 7 of the IFU and section 5 of the patient handbook address system alarm conditions as well as the appropriate actions associated with each condition. No further information was provided. The manufacturer is closing the file on this event.